Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the tower door had failed to stay close. A field service engineer (fse) inspected the reported tower door issue. The door was found to be closed but not registering as closed. The fse removed the latch column and latch assembly, cleaned the latch contacts, and reseated the wiring harness connectors. After reassembly, the fse logged into administrative mode and successfully completed the required diagnostic testing. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 2 failed to stay close. Customer tried to reboot and recover the drawer, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.